Event description:
It was reported that high thresholds were observed on the right ventricular (rv) lead. The rv lead was capped and replaced during a system upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2010 (B)(6). (B)(4).